Event description:
It was reported that this pacemaker triggered an atrial arrhythmia burden alert. Technical services (ts) noted that the stored atrial tachy response (atr) episodes exhibited multiple brief periods of farfield r-wave oversensing. Ts recommended assessing programming options at the next in-clinic review. No adverse patient effects were reported. This device remains in service.